Manufacturer narrative:
Brush not yet returned; no product or production info. Consumer has not returned product or provided batch code info to enable any investigation. The body was made at the following location: (B)(4).

Event description:
Consumer reported that the head of the sonic toothbrush disengaged during use. This is regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2011-00014. Note: this report is a result of a teleconference between church & dwight co., inc and the medical device policy branch on (B)(4) 2011, where clarification was provided on "reportable malfunctions." This entailed reviewing consumer complaint files from (B)(4) 2009 to (B)(4) 2011 to identify and submit all meeting these criteria.